Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for the past couple of months at least, they'd had 2-3 accidents and that their therapy wasn't working properly for their symptoms so they went to see their managing health care provider (hcp) to check the implanted system, but the hcp couldn't connect to the patient's implant at all and they told the patient they were going to replace the implant with a whole new system. Patient stated they couldn't do the procedure right away, however because they had first needed to get clearance from their heart doctor. The patient stated they finally got that clearance but now they couldn't get the procedure because their hcp closed down their office and was no longer in business. The patient wanted to know how to find a new doctor to help them with getting the replacement. Patient services reviewed with the patient that due to the age of the ins b attery, the battery could have reached its end of life and that's why the hcp hadn't been able to connect to check the implanted system at their last appointment and why the patient was having symptom issues. Patient services reviewed physician listings procedure with the patient and sent the patient physician listings at the patient's request. Patient services redirected the patient to follow up with a new healthcare provider to discuss next steps. Patient to locate and follow up with a new hcp.